Manufacturer narrative:
Internal complaint reference: case-(B)(4). H3, h6: the reported device was received for evaluation. A visual inspection was performed on the product and no issue was observed. A functional evaluation revealed no overheating of the device. The lid was removed and an internal inspection revealed a burned capacitor. The device still functioned without issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with component failure. Factors that could have contributed to the reported event include electrical surges, and or a weak component. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future occurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a knee arthroscope, the image management system started to smell like burning and overheated. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.